Event description:
Report received of an elevated serum triglyceride level while two pumps were in use. In 2002, the patient started receiving 105ml of tpn at a rate of 4.2ml/hr and 50ml of lipids at a rate of 0.1ml/hr on two separate pumps, that were positioned on the same IV pole. The next day, at 1921, both infusions were stopped due to a reported nursing protocol that required the lipid infusion be positioned under the tpn infusion on the IV pole. The infusions were switched, both pumps were reprogrammed, and the infusions were restarted. The pump delivering the lipids was reprogrammed to deliver at rate of 0.2ml/hr. The next day at 0755, after a routine blood draw, the nurse noted the sample was "milky". The physician was notified and the lipid infusion was discontinued but the tpn infusion was continued. There was no reported adverse patient effect. The patient reportedly was restarted on lipids "a few days later without incident". Though requested, no further information was available.